Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed. This report is part of a retrospective review for complaint reportability.

Event description:
Account alleges the pump runs out of food too fast and alarms before the dose is done.